Event description:
It was reported that the patient received multiple inappropriate shocks for an episode classified by the implantable cardioverter defibrillator (ICD) device as vt/vf, but the clinician described as an episode of supra ventricular tachycardia (svt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Device detected rhythm according to programmed settings.